Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, opening on posterior, brown particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient later reported rupture.